Event description:
It was reported that a user experienced repeated scan errors when attempting to pair a new fsl3+ sensor with the ilet app, consistent with an intermittent communication failure associated with the antenna/electrical-magnetic communication components; after the user deleted and reinstalled the ilet app, the sensor scanned successfully and entered warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.